Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image noise/ no image issue could not be determined, however, it is likely that that the issue was the result of leakage during user handling causing electronic component failure. The event may be reduced or detected/prevented by following the instructions for use which states: ¿- inspection of the endoscopic image¿ ¿- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. ¿- when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury¿. ¿- if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury¿. ¿- if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that noise was generated and the image from the bronchovideoscope was not visible. Channel tear was noted and the device did not pass the leak test. It was suspected that the electrical connector was damaged resulting in the absence of a picture surface. The issues were found during receipt inspection of device. There was no procedure or patient involvement.

Manufacturer narrative:
The device was returned and customer allegations were confirmed. It was noted that due to a pinhole on channel-tube, water tightness was lost. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.